Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient received a heart transplant on (B)(6) 2019.

Manufacturer narrative:
The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient's lactate dehydrogenase (ldh) was elevated. Suspected thrombus. Cta performed and findings stated outflow graft (ofg) narrowing. Patient was taken to cath lab. Angiography and angiogram for stenting, which was performed on (B)(6) 2019. Ldh went down to 1800 u/l and now back to 2200 u/l. Patient on bumex drip and started on dobutamine drip. No plan to exchange as of yet.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft narrowing and suspected thrombus could not be confirmed through this evaluation as no photographs/scans were provided. Additionally, a specific cause for the reported elevated lactate dehydrogenase (ldh) and a correlation to heartmate ii left ventricular assist system (lvas), serial number: (B)(6), could not be determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists device thrombosis and hemolysis as adverse events that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. Section 5 ¿surgical procedures¿ contains information regarding the preparation and attachment of the sealed outflow graft. This section states, ¿verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight¿ under ¿attaching the sealed outflow graft¿. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1, d4: correction. Section h4: additional information. Manufacturer's investigation conclusion: the reported outflow graft narrowing and suspected thrombus could not be confirmed through this evaluation as no photographs/scans were provided and the device remains in use. Additionally, a specific cause for the reported elevated ldh and a correlation to heartmate ii lvas, serial number (B)(6), could not be determined through this evaluation. The account communicated that the patient¿s ldh was elevated and they suspected thrombus. A cta reportedly indicated outflow graft narrowing. The patient was taken to the catheter lab for angiography and angiogram for stenting. Additional information indicated that the patient¿s ldh had decreased to the 1800s but increased again to 2200. The patient was on diuretic medication and was started on blood pressure support. There was reportedly no plan for a pump exchange. A correlation between the elevated ldh, suspected thrombus, and outflow graft narrowing could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the account regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The current heartmate ii lvas IFU lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also provides the recommended anticoagulation therapy and inr range. This document also provides how to install the outflow graft and states, ¿verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight.¿ no further information was provided. The manufacturer is closing the file on this event.